Manufacturer narrative:
During inspection and testing of the device, the foreign material found in the air/water nozzle appeared to be a clear nylon bristle-type material. Service concluded the foreign material did not originate from the olympus endoscope. In addition, service found the light cover glasses were chipped, the adhesive on the light cover glasses was worn, the adhesive on the optical cover glass was uneven, the adhesive on the distal end was discolored, the up/down angulation knob was stiff, the bending angle in left/right directions were out of specification, and there was play in the left/right angulation knob. The air channel volume, water flow, water removal capabilities, and water channel volume were out of specification due to the blocked nozzle. The electrical safety test was not to specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a blockage in the subject device. The reported issue was identified while reprocessing the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material in air/water nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: brush got broken when brushing the a/w valve, and bristles of the brush entered the a/w channel and was caught in the nozzle. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: reprocessing manual_ function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Olympus will continue to monitor the field performance of this device.